Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va0kyhn, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3058, serial# (B)(4), product type: stimulator, electrical, implantable. (B)(4).

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a lack of therapy. The patient stated that the trial system "seemed like it helped," but the patient does not know if the ins is helping or has ever helped. The patient sated that she does not have bowel incontinence, but has a disease of the bowel and the nerves and muscles are damaged. According to the patient, when the ins was first put in the patient could feel stimulation in the rectal area. The patient reported that her healthcare provider wanted "to move the lead up just a little bit," but before the procedure took place the patient got sick, no allegation that this was related to the ins. The patient then stated that she was "changing 4 channels," and continued to have issues and symptoms which became horrible in (B)(6) 2014 and there were more issues in (B)(6) 2015. The patient reported that she would adjust the ins and it would work for a day or two. The patient requested to know if the ins would help someone with a disease where nerves and muscles do not work or "barely walk," someone who had not bowel incontinence, but has loose stool and bowels are dilated. The indications for use were reviewed with the patient and the patient was advised to follow-up with her healthcare provider regarding the concerns with her therapy. Patient status is unknown at the time of this report. Additional information was received. It was reported that the patient had adjusted the device over the past 18-24 months which led to the device not working since implant and stimulation being felt in the rectal area. It was noted the lead was moved in (B)(6) 2015 to resolve the device not working since implant and stimulation being felt in the rectal area. It was reported the device just did not do what the patient thought. The patient had turned the device off several times then back on to see if it helped, had gone through all 4 channels, and it was also adjusted by a doctor.